Event description:
It was reported by the customer that the device was leaking at the user facility. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. The originally reported event of the device leaking was not duplicated. The manufacturer service technician evaluated the device and did not find any signs of a substance leaking from the device. However, during the device evaluation it was determined by the manufacturer service technician that the device did display a bias current error. The device was repaired to rectify the bias current error and returned to the customer.

Event description:
It was reported by the customer that the device was leaking at the user facility. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.